Event description:
The patient had a kidney removed (B) (6) 2009 and experienced withdrawal symptoms. The pump was used to deliver baclofen. The patient was seen in clinic on (B) (6) 2009. Pump interrogation revealed a motor stall with recovery and a motor stall without recovery from (B) (6) 2009. The pump rotor turned during a rotor study. The patient experienced no symptoms with the motor stall. There were multiple motor stalls and recoveries. A pump alarm was noted on (B) (6) 2010. The pump was explanted and replaced on (B) (6) 2010 after an implant duration of 5.9 months. There was no patient injury. The patient recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up will be sent when the analysis is complete.